Event description:
Non-deflator, when attempting to remove the catheter the company was unable to remove all of the sterile water from the balloon. The port which the syringe was attached kept compressing, therefore, a very little water was removed. The catheter was cut, again only obtaining 2 or so mls of water. The catheter was then pulled to remove. Kendall notified of event on 08/09/01.